Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 400 mg/dl due to a bent cannula. High blood glucose troubleshooting was declined. Blood glucose level at the time of the call was 103 mg/dl. Neither the insulin pump nor infusion set were replaced or returned for analysis.